Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports their pod and continues glucose monitor was not communicating with each other. An investigation of the device confirmed there was a damaged cannula as well as corrosion from a fluid leak.

Manufacturer narrative:
The returned device was evaluated and corrosion was observed through the top housing, and on the pcb, the needle mechanism components, the chassis, the batteries, and the reservoir. No data was able to be obtained due to the corrosion on the batteries and pcb. A power supply was used in an attempt to retrieve data. Due to the data loss, the presence of a pod and cgm (continuous glucose monitor) communication error could not be determined. Fluid was observed to be leaking through the bottom of the nail head in the soft cannula, indicating an inadequate seal between the hard and soft cannulas. The internal leak is confirmed as the result of the observed corrosion. It could not be determined if the inadequate soft cannula is linked to the reported pod and cgm communication error. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: up1a.231005.007.g998usqsafxc2. Hardware: sm-g998u. Cgm sensor type: g7.